Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device remains implanted and, therefore, was not available for direct analysis by gore. It should be noted the gore® excluder® aaa endoprosthesis instructions for use (IFU) state ¿adverse events that may occur and/or require intervention include, but are not limited to, endoleak and aneurysm enlargement.¿per IFU, users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2009, the patient underwent endovascular treatment of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. A type ii endoleak was reportedly observed on a final procedural angiograph. The physician elected to monitor endoleak, and the procedure was completed. The patient tolerated the procedure. On an unknown date, a follow-up examination reportedly showed aneurysm enlargement (amount unknown) due to a type ii endoleak originating from the inferior mesenteric artery. On (B)(6) 2021, coil embolization was performed to treat the type ii endoleak. The patient tolerated the procedure.